Manufacturer narrative:
The ge service representative conducted an onsite investigation. The led array, the transformer tank, the high voltage cable, the snubber board, and the x-ray tube were replaced. The high voltage system was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform cine function. No patient injury was reported.